Event description:
Knee inflammation [arthritis]. Chronic knee effusion [joint effusion]. Nocturnal pain [poor quality sleep]. Case description: spontaneous report was received on (B)(4) 2011, from a physician regarding a male patient (initials and age unknown). The patient's medical history is significant for overweight. On an unspecified date in 2011, the patient initiated the synvisc-one injection of 6 ml into an unspecified knee. The synvisc-one lot number was not provided. On an unspecified date in 2011 ((B)(6) months after receiving synvisc-one injection), the patient experienced knee swelling. The action taken with synvisc-one was not provided. The patient's outcome for the event of "knee swelling" was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The relationship between synvisc-one and the event of "knee swelling" was not provided by the reporting physician. Additional information was received on (B)(4) 2011, from the physician. The physician provided patient initials (B)(6) and age approximately (B)(6) years. The physician updated the patient's medical history to include grade 3 bilateral gonarthritis in the patient's knee that was treated in 2011. The patient's other knee has already been treated in the past with hyaluronic acid (nos) without incidents. On an unspecified date in (B)(6) 2011, the patient initiated the synvisc-one injection of 6 ml into an unspecified knee. (B)(6) weeks later, the patient experienced knee joint effusion and knee pain that was waking the patient up during the night. Additional treatments for the events included prescription of nsaids by the physician. On an unspecified date on (B)(6) 2011, the patient was again seen by the physician. The patient's outcome for the events of "knee joint effusion and knee pain that was waking the patient up during the night" was reported as not yet recovered. The physician reported that the nsaids had not shown any efficacy. On an unspecified date in (B)(6) 2011, the patient's knee was aspirated of 55 ml of mildly cloudy, sterile synovial fluid, which contained an increased amount of white blood cells. Additional treatments for the events included prescription of ixprim (tramadol) and chondrosteo (hci+ plants) by the physician. In the meanwhile, the patient had experienced diverticulitis (unrelated to synvisc-one treatment) which contra-indicated further use of nsaids. On an unspecified date in (B)(6) 2011, the patient was again seen by the physician. The physician reported that the patient had not yet recovered from the events of "knee joint effusion and knee pain that was waking the patient up during the night." The knee pain woke the patient up to 18 times per night. When the patient experienced knee pain at night, the patient let the leg hang down from the bed and on moving the leg, the pain improved mildly, allowing the patient to sleep until the next pain episode again woke the patient. The physician prescribed blood work-up to rule out an unspecified auto-immune disease which may have a joint implication. The physician also planned to inject corticosteroids into the patient's knee if no improvement occurred at the patient's following visit. The intensity for the events of "knee joint effusion and knee pain that was waking him up during the night" was not provided. The relationship between synvisc-one and the events of "knee joint effusion and knee pain that was waking him up during the night" was not provided by the reporting physician. Additional information was received on (B)(4) 2011, in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional information was received on (B)(4) 2011, from the physician which upgraded the case to serious. The physician updated the patient's age to (B)(6). The physician updated the patient's medical history to include borderline diabetes mellitus, diverticulitis with intestinal hemorrhage and previous treatment with visco-supplementation (product unknown), with no incidents. On (B)(6) 2011, the patient initiated the synvisc-one injection of 6 ml into the left knee. No arthrocentesis was performed prior to the synvisc-on injection as the knee was described as being "dry". The used needle was a green, i.e. 18 gauge. Synvisc-one was at room temperature at the time of administration and the product was injected by lateral, i.e. Sub-patellar route. Gonarthritis was of degenerative etiology. The patient respected the recommended rest following infiltration. The synvisc-one lot number was reported as (B)(4). The physician reported that the events of "left knee effusion and nocturnal pain" experienced by the patient in (B)(6) 2011, were symptoms for the event of "chronic effusion and inflammation". The physician updated the date of left knee aspiration to (B)(6) 2011. The results of lab tests performed on (B)(6) 2011 were: white blood cells = 160/mm3; red blood cells = 870/mm3 and protein value = 35g/l. The physician also updated the fact that the treatment with nsaids showed no efficacy and was stopped because of the patient's history with diverticulitis with intestinal hemorrhage. The patient continued the treatment with ixprim (3du/d) and chodrosteo for the events of "chronic effusion and inflammation". The patient was seen again on (B)(6) 2011, with results of the blood work-up . The results were: c-reactive protein = 1.1mg/l; fibrinogen 3.5g/l, hba1c = 5.8%; blood formula = normal, rheuma factor = negative and waaler-rose test = negative. On (B)(6) 2011, the patient's left knee was aspirated and hexatrione (corticosteriod) was injected into the patient's left knee. The results of the knee aspiration performed on (B)(6) 2011 were: protein = 32 g/l; red blood cells = 609/mm3, white blood cells = 120/mm3l no crystals, sterile. On an unspecified date in 2011, synvisc-one treatment was permanently stopped. The patient's outcome for the events of "chronic effusion and inflammation" was reported as not yet recovered. Relevant concomitant medications reported include: hyzaar 50/15/5 1du/d; alpress 2.5 mg and chondrosulf 3du/d. The intensity for the events of "chronic effusion and inflammation" was assessed as severe. The reporting physician assessed the relationship between synvisc-one and the events of "chronic effusion and inflammation: as defiantly related. Additional information was received on 10/11/2011 in the form of a qa investigation summary. The production and quality control documentation for lot# (B)(4) with expiration date 02/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.